Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration 4mg/ml; dose 1.3945mg/day) via an implantable infusion pump. Indication for use was spinal pain. The patient presented for a pump refill on (B)(6) 2015 at which time the pump had over half of the morphine left in it, indicating a volume discrepancy. Diagnostics, troubleshooting, actions, patient symptoms, and outcome were not provided. Additional information has been requested but was not available at the time of this report.